Event description:
On 10/10/2006, it was reported that a surgeon informed the sales rep of a screw back out event. The female pt underwent a single level anterior cervical fusion in 2006. She presented to the office for a follow up visit with the complaint of sore throat and cough as per the complaint documentation. An x-ray was obtained during the post operative visit and showed one of the distal screws backing out of the plate. The revision surgery took place 5 months later and the surgeon removed the two caudal screws and replaced them with 15mm rescue without any untoward event.

Manufacturer narrative:
This event is associated with submission of notification of the correction of the surgical technique and product literatur. The surgeon began utilizing the product after the submission of the corrective action and therefore was trained on the new info. Will continue to monitor for any future event. No further action is required at this time. The event is determined to be reportable because of the revision surgery that is considered to be a serious injury. It cannot be determined whether or not the event is associated with use error or malfunction because the initial x-rays were not made available to abbott spine at the time of the report and the CAPA investigation is still pending.